Event description:
It was reported to boston scientific corp that a solyx sis system was used during a solyx placement procedure. The pt age was reported as over 18 years. According to the complainant, during the procedure, the surgeon bent the delivery needle on the pt's descending pubic ramus. The carrier was then unable to be deployed. The procedure was completed with another solyx system. There were no pt complications and the pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has been received, but an eval has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant info received, a supplemental medwatch report will be filed. (B)(4).